Event description:
This complaint originated from our foreign distributor in puerto rico. The distributor contacted carefusion technical support to report that the information on one of their user interface modules becomes distorted after a few minutes in operation. The unit was on a patient when this problem occurred. The patient was removed from the ventilator and placed on another ventilator. According to the customer, there was no patient harm. The distributor requested a quote for repairs.

Manufacturer narrative:
This supplemental report was identified as a late submission during a two year retrospective review of complaints and MDR¿s following receipt of an untitled letter issued by the FDA. Corrected data found on 10/1/2015: the following information concerning the evaluation of the device is a summary of the information documented by the carefusion failure analysis lab technician. During the course of the evaluation the failure analysis lab technician installed the uim assembly onto a known good top level unit, powered on and was immediately able to reproduce the reported issue of a blank screen and passing the post test with the top level unit not in a vent-inop condition. The covers of the uim were removed and after a visual inspection the lcd cable assembly was found separated from the pcba. The lcd cable receptacle was not fully engaged originally and the adhesive foam used is not what is called out in the bill of material which separated during use and caused the reported issue. The reported issue is indicative of the improper adhesive foam being used during assembly, however proper engaging of the lcd cable receptacle would have also prevented the reported issue. All uim assemblies (as of february 2014) utilize the proper materials during assembly. This is considered an isolated incident and no further investigation is needed at this time. The component was repaired and returned.

Manufacturer narrative:
(B)(4). Carefusion technical support issued a returned goods authorization (rga) number to the foreign distributor for the return of the alleged faulty user interface module for evaluation. As of march 13, 2015, the alleged faulty user interface module has not been received. Should the alleged faulty user interface module be received and evaluated, a followup medwatch report will be submitted. Additional information was requested on february 23, 2015, regarding patient involvement/ patient information, but as of march 13, 2015, carefusion has not received any updates.